Manufacturer narrative:
This ICD was sucessfully replaced, and will be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a device fallback fault warning screen during the last interrogation. No further interrogation was possible. The device remains in zone 1 configuration with rate at 190 beats/minute, duration at 1 second, and brady settings at ddd 60-120 and is non programmable. It was noted that this patient has not undergone any medical procedures or testing that could explain the device fault. The physician suspected the battery depleted earlier than expected, and elected to replace this ICD. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in (B)(4) laboratory the case of the device was opened for further investigation. The battery voltage was measured to be 2.58 volts. The device was then connected to an external power supply. Detailed tests were performed to evaluate the rate of battery current drain; a higher current drain condition was noted. This suggested a potential problem with the integrated circuit component. An x-ray was then performed, which confirmed that a solder joint on the integrated circuit was cracked. Corlab analysis determined that the cracks were due to solder creep due to cyclic fatigue.

Event description:
----

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual observations indicated this device was returned in fallback mode. The fallback condition was due to three cyclic redundancy check (crc) errors. The reason for the crc errors was due to cracked ball grid array (bga) connection(s). Premature battery depletion was not confirmed because the device was middle of life 2 (mol2) at the time of explant. This device was sent to cor laboratory for analysis on bga cracks to determine root cause. Upon completion of cor laboratory analysis this report will be updated.